Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Versys femoral head was returned for evaluation. As returned, the conical taper exhibits dark debris. Dimensional analysis was confirmed to be in specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00408801206 femoral stem, l/n 61246704; 00801803603 femoral head, l/n 61322995; 00630505036 liner, l/n 61315735; 00620005422 acetabular cup, l/n 61292418. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a patient underwent hip revision approximately eight years post-implantation due to fluid, elevated metal ion levels, metallosis, and adverse local tissue reaction (altr). The poly liner and femoral head were revised. Upon removal of the femoral head, corrosion was noted on the inside of the head and on the neck of the stem. No delay to surgery or additional patient consequences were reported. No further information has been made available.